Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported no audio at the surveillance center. The issue was found during patient monitoring. There was no patient injury or harm reported.